Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they received a false n1 positive with jagged curves on bd-sars-cov-2 assay. Field service was dispatched. Field service retrieved the log file and database. On a follow-up visit field service performed decontamination of the instrument. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 31mar2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. The complaint is unconfirmed by field service during dispatch. H3 other text : see section h10.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced frequent n1 positives and jagged curves. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter, translated from japanese to english: "frequent positives in n1 and jagged curves."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced frequent n1 positives and jagged curves. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter, translated from (B)(6) to english: "frequent positives in n1 and jagged curves".